Event description:
Rptr has had 4 incidents with defective contact lenses. One lens was found torn out of the box/container. The last lens tore in rptr's eye. Some complaints of tearing with the other two lenses. Rptr has been a contact lens user for years and didn't experience anything like this.